Manufacturer narrative:
The actual device was returned for evaluation. The reported complaint symptom (dv > 180% to 200% of fill volume) was not confirmed. Upon power up during the investigation a display brightness problem was encountered, troubleshooting of the dim front panel display and an internal inspection of the cycler unit showed that, on the front panel assembly, the inductor coil on the inverter board was burn damaged due to the coil wiring's overheating. After replacing the damaged inverter board, the display was normally bright. A visual inspection of the returned cycler exterior showed no other signs of physical damage. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. The device history record did not reveal any issues or problems related to the reported symptom code(s).

Event description:
...

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having scale reading error alarms. The patient discontinued treatment during dwell 2 due to the large drain. A review of the patient¿s treatment records identified that the patient drained 5384ml during drain 1 of the treatment. This drain volume is 185% the patient's prescribed fill volume of 1200 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.